Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the rotor for the gantry was misaligned. Due to the manual door opening, the door cable slide and winch were damaged from the process. To resolve the reported issue; the rotor was realigned, the winch and door cable slide were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect winch and cable slide have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system was unable to open. The door was unable to open while all other motion could be completed. The representative was able to manually open the gantry door and found that the gantry was misaligned. The reported issue occurred while preparing for a product demo. No additional information was provided. There was no patient present when this issue was identified.